Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Trial patient had the extensions explanted due to infection. The physician noted drainage. The patient was prescribed oral antibiotics.